Event description:
It was reported that the patient with a right-side vns implant had episodes of bradycardia when stimulation was turned on at 0.25ma. It was noted that the patient could not be implanted on the left side due to clinical reasons. It was noted that the patient had their lead implanted on the right vagus nerve. No additional relevant information has been received to date.